Event description:
It was found during a review of the programming history that low impedance was observed on the patient's device. An additional diagnostic was run after the first test revealed low impedance for the system which had ok results however the impedance value was close to the defined low impedance value. No additional relevant information has been received to date.